Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: reported finding: safety mechanism not retracting. This was identified on 2/21. As far as I am aware there were no adverse event or serious injuries.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Your report that the safety mechanism was not functioning could not be confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot #4310982. A functional test showed that the safety mechanism functioned, and the needle fully retracted without delay. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.